Event description:
It was reported that a user employed meal announcements as corrections for elevated blood glucose and noted glucose values peaking at 206 mg/dl without symptoms, then requested and completed a factory reset of the ilet with coaching. Subsequently, the user reported glucose at 194 mg/dl one hour later and dissatisfaction that values remained above 180 mg/dl, while being counseled that the system requires time to relearn. Symptoms included hyperglycemia. Outcomes included no medical intervention or hospitalization and the user planned continued monitoring and follow-up if glucose remained elevated. Investigation included technical support review, user counseling on correct use of meal announcements, and execution of a factory reset as a troubleshooting step. Investigation of this case revealed user technique concerns related to using meal announcements for correction rather than for meal dosing, with device behavior consistent with expected post-reset adaptation and learning, and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and post-reset learning period were the most probable causes.